Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 14 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the malfunction of the imaging unit is confirmed, from the above investigation result. It was determined, that the image did not display properly, due to the malfunction of the imaging unit. And the phenomenon of ¿no image¿ occurred. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the head scope mount was loose, and the cable was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the high definition autoclavable camera head was not displaying an image. There were no reports of patient harm associated with this event.